Event description:
Healthcare professional reported right side rupture and ptosis. Device explanted.

Manufacturer narrative:
Continued: a.4. Weight: 135.8 lbs. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.